Event description:
The small plastic band that makes the tubing "kink" to prevent free flow broke off the pump and when this small plastic band (safe-t-valve) broke, the pump set came off the rotor. The pt received approx 50 ml of feeding in less than 5 mins.

Manufacturer narrative:
.